Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage, this cylinder also had broken fabric threads. The other cylinder exhibited bulging when inflated. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder failures. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient was unable to reinflate the inflatable penile prosthesis (ipp) pump. The device was also not cycling and became erect. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.

Event description:
It was reported that the patient was unable to reinflate the inflatable penile prosthesis (ipp) pump. The device was also not cycling and became erect. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.